Manufacturer narrative:
Beckman coulter field service engineer (fse) provided support over the phone and identified the probable cause as a malfunctioning na electrode at the customer site. The customer replaced the na electrode to resolve the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false low anion gap results generated with low sodium (na), and low chloride (cl) patient results on their dxc 600i clinical chemistry analyzer (pn a25639, sn (B)(6)). There was no report of injury, death, or delay/change in treatment or diagnosis associated with this event. The customer did not provide patient data or patient demographics.